Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". "Over the night of on (B)(6) this year the patient was receiving phenylephrine infusion via the given pump and the line. When the pump alarmed 'volume to be infused near end' on visual inspection of the remaining amount of fluid in the saline bottle it seemed like more than approximately 30 millilitres remaining. ICU staff nurse set up the new vtbi in the pump for remaining 30 millilitres. The infusion was going at the rate of 40 ml/hr. After 45 minutes the pump had alarmed that vtbi was infused and again on visual inspection there was still approximately 30 millilitres remaining. Visually, the amount of remaining fluids didn't reduce at all. The pump with the line was taken to the clinical room. The new 50 ml. Bag of normal saline was attached to the current line. The rate and the vtbi was set at 50 ml/hr and 50 ml accordingly. After 1 hour when the pump had infused the whole volume, on visual inspection there were still remaining fluid in the bag. The fluid that was 'infused' was measured (was infusing into the kidney dish) and it was 27 millilitres."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400566492. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050. 2.3 serial number/batch: (B)(4). 2.4 software version: n030005. 2.5 hours of operation: 11693 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files of 2022-08-20 were investigated. Several pressure alarms could be detected. The reason for these alarms could not be clarified). Furthermore, the history files show no anomalies. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows aged, related signs of wear and tear, the p2 connector is deformed. Furthermore, no visual damaged parts could be detected. 3.3 functional inspection: after started the device a device alarm 2211 (k_pkm_ub not on - identifies a malfunction at the door bolt drive) was displayed. After restarted the device the device alarm was displayed again. To get out the inserted infusion line the emergency unlocking for the operating unit was used. Then the device was restarted and the device alarm wasn´t displayed again. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,56 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,30 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,88 bar (should be: 1,8-2,5 bar). Pmin: is: 1,53 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,82 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -3,01%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: to investigate the inside, the device was disassembled completely. Liquid residues inside the device at the emv-shield could be detected. Furthermore, liquid on the housing upper part could be detect, no liquid at the mainboard ore other parts could be found. In addition, no malfunctions could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. The liquid residues inside the device didn´t produced a malfunction. The door bolt drive that produced the da 2211, will be changed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.